Event description:
This lead became dislodged. While attempting to reposition this lead the physician found that the helix could not be fully retracted. Upon extracting the lead, the physician found tissue in the helix. The lead was replaced.